Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial #: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-45, serial #: (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4), ubd: 22-oct-2014, UDI #: (B)(4). Product ID: 3777-45, serial/lot #: (B)(4), ubd: 22-sep-2014, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for intercostal neuralgia. The patient reported that the device wasn¿t working for her and this all started 2 months after implant. The patient also reported that the lead was pressing up against the nerve and this started later on about 6-8 months ago. The patient reported that she had everything taken out on (B)(6) 2019. The patient reported that when the implant was placed she was (B)(6) and then went down to (B)(6). The patient reported that because of the weight loss, they thought the lead might have moved. No further complications were reported.